Event description:
On (B)(6) 2011, pt had exploration of previous l1-5 fusion with posterior instrumentation, revision of previous 1 l1-5 interbody fusion with posterior segmental instrumentation extension to t11, and posterolateral fusion t11 to l2 with healos and allograft. Two rods and one screw were explanted at this time. She had "stormy post operative course" since the (B)(6) 2011 surgery and was having complaints of pain.

Manufacturer narrative:
Screw and two rods were returned. Examination of the device found them to meet specification. Rods are bent to fit anatomy with contact points noted from tightening as would be expected. The polyaxial screw is in good condition with no anomalies found. Review of the info provided indicates that the pt had a difficult anatomy and significant history of back issues. It was also stated that the pt had a stormy postop course. Based on the into provided it does not appear that the revision was due to any device related failure. Issue appears to be related to pt condition and anatomy.